Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, nonsustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. Programming changes were made. No more instances of oversensing and the issue was resolved.